Manufacturer narrative:
The exact event date is unknown; however, it was reported that the case was performed sometime in the second week of (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed. The exact procedure date is unknown; however, it was reported that the case was performed sometime in the second week of (B)(6). According to the complainant, during the procedure, the tome would not relax from the bowed position regardless of the effort of manipulating the handle. They left the guidewire in place and just removed the sphincterotome. They then loaded a 9mm-12mm extractor balloon and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device found that the wire anchor dislodged, the distal pierced hole was torn, therefore, this last condition displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. In addition, the cutting wire was kinked on the distal section, and the working length was twisted in multiple locations. The complaint was consistent with the reported event of wire won't release bow which could have been affected by dislodged wire anchor, and torn distal pierced hole. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed. The exact procedure date is unknown; however, it was reported that the case was performed sometime in the second week of february. According to the complainant, during the procedure, the tome would not relax from the bowed position regardless of the effort of manipulating the handle. They left the guidewire in place and just removed the sphincterotome. They then loaded a 9mm-12mm extractor balloon and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.